Event description:
The patient was bilterally implanted with siltex salines on 3/3/94, subsequently it was noted that the patients left prosthesis had deflated while the right prosthesis showed signs of extrusion and wrinkling.